Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2024). The catalog number identified has not been cleared in the us, but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified.

Event description:
It was reported that post catheter placement an alleged bacterial infection occurred. It was further reported that a change of the preventive catheter to avoid contamination of the equipment. Reportedly no bacterial growth found on the catheter. The patient was treated with antibacterial agents.